Event description:
Related manufacturer reference number: 2017865-2022-10449. It was reported that the patient presented to the emergency room. During device interrogation, it was discovered that the left ventricular(lv) and right ventricular(rv) leads were dislodged. The dislodgment was confirmed via x-ray imaging. The patient presented to a scheduled lead revision. During the procedure, the rv lead could not be re-positioned as the helix would not extend. The rv and lv leads were explanted and replaced. The patient condition was stable post-procedure.